Event description:
On (B)(6) 2010, it was reported by the user facility (B)(6) to terumo cvs that during priming a cardiopulmonary bypass circuit, the centrifugal pump clogged and stopped functioning. The user facility reported that the pump was changed out prior to initiating the bypass procedure and that there was no patient involvement in this event as it occurred during the set-up and preparation of the bypass circuit.

Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evaluations with the suspect device. It was determined that due to the extreme heat buildup while the pump was clamped out and run at 2500 rpms, the impeller warped which resulted in the impeller being unable to spin causing the pump to stop functioning. The event occurred during prime and was changed out with no patient involvement. (B)(4).